Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the inserted telescope during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the very tortuous mid circumflex coronary artery. A non-abbott guide extension was present in the artery for visualization and the 4.00x18 mm xience skypoint stent was implanted successfully. When attempting to remove the stent delivery system (sds), the balloon became caught on the guide extension. The two devices were removed together as a system as they were stuck together. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.